Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, abnormal pacing impedance and capture threshold were detected on the right ventricular (rv) lead. The patient was hospitalized while awaiting revision procedure. Lead insulation damaged was confirmed with imaging. The rv lead was capped and replace to resolve the event. The patient was stable.